Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the product showed abnormal presence of air in the fluidics management system and was leaking balanced salt solution during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. 4 images provided show the following: 1. Wet cassette placed on table. Only the cassette without manifolds is shown. 2. Wet cassette placed on table. Only the cassette without manifolds is shown. 3. Container tray and label. 4. Droplets of fluid beneath the illumination module side and dripping downward onto the auxiliary illumination module. A full image of the cassette, drain bag and fluidics module could was not shown. The cassette is hermetically sealed and fluid flows from the balanced salt solution (bss) bottle through the cassette tubing, cassette, and to the drain bag. The fluid droplets were observed on the opposite side of the fluidics module where no fluid circulation takes place. The investigation was unable to ascertain the source of the observed fluid drops from the image. The customer did report there was no fluid leakage observed from the tubing or connectors. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. No action will be pursued at this time as the sample condition could not be verified. All lots are verified that all required inspections have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).